Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to a short fiber found at the non-cavity ID end during visual inspection. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch and was returned with fmcna-ogden adapter and blood port caps. The fibers were wet with visual evidence of blood exposure. Gross visual examination of the sample observed a short fiber at the non-cavity ID. The short fiber was located between the dialysate ring and the inner wall of non-cavity ID end bell housing. There was no note of any cracks or other irregularities on the molded polycarbonate components. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles (within the location of the short fiber) was noted from the non-cavity ID end potting cut surface. The dialyzer failed at an airflow rate of 82.9 ml/min. Further examination of the fiber bundle did not identify any other damaged or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surfaces of both potting masses were examined for voids, which no voids were noted. The physical integrity testing of the actual sample could not replicate the failure reported by the complainant facility as the threads between both screw flanges and the dialyzer housing did not observe any blood that would have suggested an internal leak occurred. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. Estimated blood loss was less than 5cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample is available for manufacturer evaluation and has been requested.